Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result from a patient sample (patient= 0.143 ng/ml vs. Expected <0.012 ng/ml) processed on a vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected using patient samples. The troponin I es result of 0.143 ng/ml was reported from the laboratory; however, the result was questioned by the laboratory based upon serial sample results. The sample was repeated and a corrected report was issued. There was no allegation of inappropriate medical action or patient harm due to the non-reproducible troponin I es result. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I es result was obtained from a patient sample while using the vitros eciq immunodiagnostic system. The investigation could not determine a definitive cause. There was no indication that a vitros tropi es reagent issue contributed to the event. The investigation determined the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause of this event is unknown. However, a pre-analytical sample processing issue or an instrument issue cannot be ruled out as potential contributing factors.